Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified left common and external iliac vessel. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for pre-dilatation. However, during fifth inflation at 4 atmospheres for 90 seconds the balloon ruptured. The device was removed in a normal fashion. The target lesion was stented with a 18 x 90 wallstent and post dilated with a 16-4/5.8/75 xxl esophageal balloon catheter but during third inflation at 4 atmospheres for 30 seconds the balloon also ruptured. The device was removed from the patient's body without any additional issues. The patient was under light conscious sedation during the procedure and tolerated it well. There are currently no complications noted.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified left common and external iliac vessel. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for pre-dilatation. However, during fifth inflation at 4 atmospheres for 90 seconds the balloon ruptured. The device was removed in a normal fashion. The target lesion was stented with a 18 x 90 wallstent and post dilated with a 16-4/5.8/75 xxl esophageal balloon catheter but during third inflation at 4 atmospheres for 30 seconds the balloon also ruptured. The device was removed from the patient's body without any additional issues. The patient was under light conscious sedation during the procedure and tolerated it well. There are currently no complications noted. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 2mm proximal of the distal markerband and extending approximately 13mm proximally across the balloon material. The balloon tear was then noted to extend approximately 5mm circumferentially across the balloon material from the proximal end of the longitudinal tear. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis.